Event description:
No one was injured however during the surgical procedure while surgeon was using a medium system 8 the hand piece broke and a washer, spring and other metal piece fell out. FDA safety report ID # (B)(4).